Manufacturer narrative:
The catheter received by boston scientific has a lot number of 0023268662, which is different from the reported lot number of 0023611740. Multiple good faith efforts were sent but no responses were received. The reported failure was confirmed through investigation analysis. Electrode ring 3 seal is noted to be comprised on the proximal side with dried body fluid on both edges of the ring and on the shaft. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box and all electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac pressure decay test system all values are within an acceptable limit. A slit in the insulation of the distal section was made and dried body fluid was noted on inside of the tubing and on the signal wires. Evidence of fluid ingress in the distal end is most likely due to a compromised electrode ring 3 seal. Fluid ingress is known to affect signal and tracking integrity and is the most likely reason for the tracking issues reported by the field.

Event description:
Reportable based on device analysis completed on 30 january 2020. It was reported that complete loss of tracking was observed. During an ablation procedure to treat left atrial flutter an intellanav mifi open-irrigated ablation catheter was selected for use. Magnetic tracking was lost and the error message "magnetic sensor is either disconnected or broken" was noted. The procedure was completed by exchanging the catheter. No patient complications were reported and the patient's current condition is fine. However, device analysis revealed evidence of fluid ingress in the distal end most likely due to a compromised electrode ring seal.